Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the camera connector contacts were cleaned on both the c-arm and workstation.

Event description:
The customer reported that the system produced uncommanded x-rays. There is no report of pt injury associated with this event.